Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy (csm) type of procedure: cervical artificial disc replacement levels implanted: c4-c5 it was reported that post-op, the implant was noticed to have backed out anteriorly. Bone destruction was seen under x-ray image. There was slight destruction on the anterior edge of the upper vertebral body noted; and no destruction to the lower vertebral body. The surgeon reported that the keel groove was positioned well and the implant seemed to have backed-out anteriorly while the vertebral body shifted posteriorly. A revision surgery was then performed on (B)(6) 2018; in which the artificial disc was explanted and fixation was performed. No fragment of the disc remained inside the patient. Hospitalization was prolonged due to this event. The patient's current condition has been reported as stable.

Manufacturer narrative:
X-rays review result: post-op, pre-revision and post revision films presented for c4-c5 artificial disc replacement and revision to acdf were provided. Lateral images after initial placement seem to show good position of hardware. No ap image is provided to assess the initial placement. The artificial disc dislodged with anterior extrusion and was revised to an acdf. Size mismatch, failure of ap alignment and improper preparation of the disc space are technical issues which may constitute to this failure mode. If information is provided in the future, a supplemental report will be issued.

Event description:
The implant migrated from its position within the patient. Patient complications included: excessive lordosis, slight spondylolisthesis of around 2 mm. There was no bone destruction noted. There was no severe osteoporosis. Post-op, on (B)(6) 2018, patient experienced pain from cervix to upper limbs. The investigation at the clinical site noted a possibility that bone quality weakness and slight posterior spondylolisthesis might have affected the movement of the implant.